Event description:
On (B)(6) 2012, the customer indicated that they observed a falsely elevated creatinine result while using the architect c16000 process module. The customer stated they generated an initial result of 7.41 mg/dl, which was retested on another architect c16000 instrument generating a result of 1.15 mg/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, trouble shooting was performed, a search for similar complaints, and a review of labeling. Troubleshooting was performed and the r2 reagent probe was replaced and no further issues have accrued. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of architect c16000 process module, list number 03l77 was identified.